Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited oversensing of noise leading to inappropriately stored episodes. No inappropriate therapy was given to the patient due to the noise, however the noise was able to be reproduced with isometrics. It was also noted that the rv lead impedance measurement had been increasing. A revision procedure was performed where fluoroscopy and visual inspection of the did not show any issues. Subsequently the rv lead was surgically abandoned and the ICD was explanted. No additional adverse patient effects were reported.